Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open anterior resection, on colorectal anastomosis, the stapler misfired at the rectum area. On performing leak test after firing the stapler, it was noticed that there was complete dehiscence of the anastomosis and the proximal donut was also missing in the stapler. Hand suturing was done to complete the anastomosis.